Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker has been explanted at a surgical intervention at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker has been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this pacemaker exhibited a high out of range right ventricular (rv) pace impedance measurement of greater than 2000 ohms which triggered a lead safety switch (lss) to occur. In addition, noise was observed on the electrogram (egm). This noise was able to be reproduced. As a result of the reported observations, the device was reprogrammed. Over the past year, the rv impedance trend shows fluctuating measurements of a 500 ohms difference. Technical services (ts) was consulted and offered troubleshooting and programming options. The patient is scheduled to be seen in clinic at a later date. The pacemaker has been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.